Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). It was also reported that the pod was leaking and the cannula was bent. The patient did mention that they have scaring on the abdomen. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. No timeouts or drive stalls were observed. The linkage assembly was oriented in the deployed position, with the slide insert also retracted. A spring was observed inside the pod housing on the mechanism rails. All of the expected springs on the device was observed to be in the correct place. Because the spring was observed to move freely while inside the housing, in could not be determined if the spring interfered with the needle mechanism and cause the retraction and unsure properly inserted cannula symptom code. After removing the spring and housing, the needle mechanism was able to be reset and redeployed successfully. It could not be determined if the addition hook spring contribute to the unsure properly inserted cannula. The soft cannula was not observed to be bent, kinked, or otherwise determined. Inspection of the fluid path and subsequent leak test found no evidence of the reported leak.